Manufacturer narrative:
Corrected data has been updated in b6. Additional information on device evaluation has been updated in h.3., h.6.: the actual complaint product was not returned for evaluation. A retained sample from the same complaint lot was tested and was found to meet manufacturing specifications. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a male consumer via website on 04may2020, the consumer reported corneal ulcer in left eye. On two occasions, patient had contact lenses breaking apart in the left eye for which emergent medical care was provided. Additional information was received on 22may2020 that stated on (B)(6) 2019, patient visited the emergency department with part of the contact lens stuck to the left eye and was diagnosed with foreign body in the conjunctival sac. The patient was treated with medication for pain remains of the contact lens were removed. No further information is available.